Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) experienced a sudden screen failure in which the display went blank and became nonresponsive, despite remaining connected to the mobile application and attempts to restart and charge the device. Symptoms included no device alerts or alarms and no reported adverse health effects. Outcomes included replacement of the device and continued cgm use via phone or receiver until the replacement arrived. Investigation included remote troubleshooting and user education, including guidance to sync data, shut down the device before return, and initiate startup on the replacement. Investigation of this case revealed a screen unresponsive malfunction associated with the device¿s display/interface, with no evidence of user error or concurrent alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.